Event description:
I have been having issues with my medtronic/abbot instinct cgms where the cgm is reporting in-accurate values by a 30+% error margin. In the most recent occurrence my blood glucose monitor was reading 86 while the cgm was reading 53 with two down arrows. Normally I would not worry about submitting a complaint about this kind of thing to the FDA, however this is now the second of these cgms that has done this and on top of that I have been trying for 2 days to get technical support from medtronic regarding this issue and have not been able to get through to a support technician or received their promised callback, so I have no assistance from them in trying to resolve this issue. Each one of these sensors costs me around $160 and they're prescription so I can't just take this one out and move on to the next one without medtronic providing support and/or sending me a replacement.